Manufacturer narrative:
Pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify rewind anomaly due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump got stop during rewind. The customer's blood glucose was unknown. Customer also mentioned that they noticed a swirly, rainbow looking pattern in certain light almost like its oily. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.